Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirms both o rings are missing from the device. The o rings were not returned with the device. The device exhibits signs significant use and wear. The device was manufactured in 2018. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during tka surgery, outside the patient was noticed that the white o rings of the genesis ii spc pri spacer block are broke and will not hold on clip on build ups. The procedure was finished using the same device, with no surgical delay and no injury to the patient.